Event description:
It was reported that a (B)(6) female patient who underwent an unknown breast reconstruction surgery with mentor memorygel, 750cc breast implant has experienced bilateral skin reaction postoperatively. The report stated that after post op of a bilateral breast implant exchange the patient has a lot of allergies, and as soon as patient had the sutures completed, patient started immediately an itching rash around each breast incision and the rib areas, and it continues to grow larger in the areas. No further information was provided. Patient photo(s) was reviewed by ¿mentor medical safety officers ¿who provided following response: photos show an erythematous lesion around the incisional wound on the patient¿s right breast. A similar lesion is noted on the patient¿s ¿rib area¿ are per event description. This is consistent with allergic reaction. As a result, patient underwent bilateral replacements with mentor silicone 790cc ultra high-profile implants on (B)(6) 2022. The patient outcome improved after the replacements. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 6, 2022 indicated that the patient feels that the breast implant are too lateral and rubbing in her axillas and thus she is requesting a more narrow implant for breast reconstruction purposes. The patient also underwent breast mastectomies for purposes of treatment of breast cancer. Bilateral breast asymmetry with left breast visible rippling and palpable implant through a very thin envelope. Manufacturer¿s reference number: (B)(4).